Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). It was noted that the patient had two inss, one on the right side and one on the left side, and the patient stated that both of them may have moved or flipped. This report is intended to capture information regarding the patient's left ins. It was reported that the patient¿s initial ins on the right side appeared to have flipped less than six months after implant. The reporter stated that the patient¿s healthcare professional offered to do a revision but the patient declined because therapy was working well. It was reported that six months after implant the ins stopped working so the patient stopped using that ins. It was noted that it had ¿totally flipped¿ and could be seen through the patient¿s pants. It was reported that following this the patient saw a colorectal healthcare professional who put the second implant in and the patient felt like the newer ins on the left side had moved or flipped. It was noted that the patient only noticed when she began feeling stimulation. The reporter stated that stimulation had been off since (B)(6) 2012 but six days prior to the report the patient started feeling stimulation strongly on the left buttock again like she felt when stimulation was on. It was confirmed that both inss were off and at 0.0 volts. It was noted that the patient currently felt stimulation and had been feeling it about 75 percent of the time since the sensation started, and she first noticed it at work when she was ¿sitting down doing nothing.¿ it was reported that if the patient were to run upstairs and then sit down she really felt it, right now she really felt it, and if she lay down she did not feel it as much but she didn¿t have much time to lay down. It was noted that there was a loss of therapeutic effect. The reporter stated that the second implant ¿only worked for a short period of time¿ and then it didn¿t work that well. It was reported that they tried different things but the patient ended up having a colectomy and 4-5 surgeries regarding her bowel. It was noted that during this time in (B)(6) 2012 the healthcare provider told her to turn the inss off because, the patient was having urinary problems and the healthcare provider wanted to see if they were related to the therapy. It was reported that it had been a ¿very positive experience¿ but the patient had to move on because it ¿didn¿t really completely work for her.¿ it was noted that during the first six months with the first ins when the therapy was working, it was ¿really a godsend¿ for the patient. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3889-28, lot# v748191, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v525417; product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).